Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. As a result, the customer¿s blood glucose level increased to 400 mg/dl with trace ketones. And on (B)(6) 2024, customer went to the emergency room (ER). The customer administered a manual injection, prior to the ER. And was treated with intravenous fluids of saline and insulin, while in the ER. The customer was released 7 hours later on (B)(6) 2024 with the issue resolved. And no permanent damage. The customer continued to use the pump for insulin therapy.